Event description:
It was reported that the patient was travelling when she started to feel a pacing sensation up her neck and behind her pacemaker, in the pocket. The neck sensation was familiar as it felt like what she experienced at in-clinic assessments; however, the pocket sensation was new. Technical services recommended she get her device checked before reaching her final destination. The patient was then assessed in-clinic along her travel route and device interrogation showed the pacemaker to be in safety mode. The patient was symptomatic to the loss of synchrony (fluttering in her throat). It was planned for the patient to stay as an in-patient until the device could be replaced the following week. The pacemaker remains in service at this time. It was additionally reported that this device was explanted and replaced. A company representative was not present at the procedure and the explant date was not reported. The device is not expected to be returned.

Event description:
It was reported that the patient was travelling when she started to feel a pacing sensation up her neck and behind her pacemaker, in the pocket. The neck sensation was familiar as it felt like what she experienced at in-clinic assessments; however, the pocket sensation was new. Technical services recommended she get her device checked before reaching her final destination. The patient was then assessed in-clinic along her travel route and device interrogation showed the pacemaker to be in safety mode. The patient was symptomatic to the loss of synchrony (fluttering in her throat). It was planned for the patient to stay as an in-patient until the device could be replaced the following week. The pacemaker remains in service at this time.